Manufacturer narrative:
Adverse event and/or product problem and outcomes attributed to adverse events were updated to reflect patient injury as stated in describe event or problem of the initial report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/16/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the defib. Electrode was not delivering energy appropriately; product was deformed at the connection/adapter. This occurred during cardioversion. The nurse in meeting indicated that this incident caused a temporary injury: added time to adequate perfusion to vital organs. The patient is currently no longer injured.

Manufacturer narrative:
The defib electrode with the damaged connector was not provided for evaluation, however a picture was provided. The picture was reviewed and it indicated that the connector retention clip cross bar was damaged. It appeared to be pushed inward/crushed. As no production lot was provided the production retains could not be evaluated. As part of the investigation the damage to the connector retention clip was recreated in the lab production retain samples (3). The damage could not be created under normal handling (could not crush with hand). Damage could only be created under forced pressure (i.e. Stepping on, hitting with heavy object). After the damage was created the connector still plugged into the therapy cord, retention clip still functioned to hold connector in place. Each defib electrode sets was subjected to electrical and defibrillation testing prior to and after the damage was created. The connectors functioned as intended and meet the testing acceptance criteria, the results attached to complaint. Also attached to the complaint are pictures of the damage created in the lab. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. During production there are two different steps whereby the connector is plug into a receptacle (replicates plugging into therapy cord) that would cull out (reject the connector plug) any molding defects that would impair the connection. Secondly, prior to packaging the final defib electrode assembly the product is 100% visually inspected. It should also be noted that the product is sampled per an acceptable quality level sampling plan throughout the production run and tested. As part of the testing the defib electrode production samples are plugged into defibrillators for testing. If damage was observed/connector does not connect properly into the therapy cord the issue would result in a non-conformance. A review of the non-conformance reports found that there were no issues noted during the trending timeframe. From a potential root cause analysis perspective, the most likely root cause is improper handling and/or storage by the end user. As these defib electrodes are a pre-connect leads out product (connector outside of pouch) care should be taken prior to plugging into the defib therapy cord. The defib electrode products, whether a leads out pre-connect style or leads/connector inside the pouch, should be stored in a manner by which the electrode and its connector are not stored under heavy objects or could be subjected to heavy force. Given the information provided in the complaint and its investigation, no root cause could be identified manufacturing related deviations from the required specifications. All results were within the acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No corrective or preventative actions are necessary at this time. We will continue to trend this event for future occurrences as part of the complaint review process. If information is provided in the future, a supplemental report will be issued.